Event description:
Es trochanteric nail broke at the es hole location. This appears due to interlocking bolt hole that was left unfilled in the subtrochanteric region where the nail broke.

Manufacturer narrative:
Es trochanteric nail broke at the es hole after reviewing data it was determined this nail was not used for the intended indication an interlocking bolt hole was left unfilled in the subtrochanteric region where the nail broke.